Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. The customer was sent replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon further evaluation of the device, physio-control observed that the device was unable to detect a shockable ECG rhythm. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon further evaluation of the device, physio-control observed that the device was unable to detect a shockable ECG rhythm. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and was unable to duplicate the verified issue. The observed symptom did not return, therefore root cause could not be determined.